Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system receive one inappropriate shock due to oversensing of low amplitude r wave. It was noted that troubleshooting was performed and the patient experienced pain and felt anxious. Due to the low amplitude a smart pass disabled episode was noted. A chest xray was performed and the s-ICD reported to be flared and the electrode dislodged. During the revision procedure a little nick was found on the device and the system was decided to be replaced. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system receive one inappropriate shock due to oversensing of low amplitude r wave. It was noted that troubleshooting was performed and the patient experienced pain and felt anxious. Due to the low amplitude a smart pass disabled episode was noted. A chest xray was performed and the s-ICD reported to be flared and the electrode dislodged. During the revision procedure a little nick was found on the device and the system was decided to be replaced. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.